Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. The customer had symptoms such as abdominal pain, thirst and frequent urination. Customer treated with insulin pump and manual injection. Customer's blood glucose value was 275 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. And device settings. Customer also reported that the insulin pump had a motor error alarm and they were able to complete the rewind process. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis. Frn-mmt-326-reservoir. Unomedical infusion set.

Manufacturer narrative:
Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.